Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. The insulation at the tip of the shaft is damaged and compromised. The detached parts were not returned with the device. There are no manufacturing abnormalities visually observed with the returned wand. The device was connected to a compatible quantum2 controller and did not work, registered an e-7 error message. The error was by-passed and activated in saline solution at default and max settings and performed as intended when the corresponding buttons for ablation and coagulation were activated. Manufacturing records were reviewed and no further actions are required. Previous complaints were reviewed for similar cases and no further internal actions are required. Clinical/medical evaluation was completed and no internal actions are identified. The complaint was verified; however, the root cause could not be determined with certainty. The damage on the insulation on the tip of the shaft is probably caused by hitting other equipment while using the wand. There were no indications that would suggest that the devices did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a surgery the plastic coating was degraded, debris was found in the shoulder. It is unknown if there was an available backup device or any delay. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.